Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that perioperatively the patient implanted with this implantable cardioverter defibrillator (ICD) developed a hematoma. The physician requested the patient remain in the perioperative room for monitoring. The patient attempted to stand up and fell resulting in an injury to the cranial skin. A cranial computerized tomography (CT) scan was performed acutely and 12 hours later and no cranial effusion was observed. The pocket area remains swollen so a CT scan was performed on the chest. The hematoma extended to the surrounding tissue. The patient's hemoglobin has decreased so a transfusion was performed. The patient was transferred to the intensive care unit (ICU). Additional information received indicates that the hematoma is resolving spontaneously without surgical intervention. The patient remains hospitalized but is stable and has been transferred from the ICU to a normal hospital room.